Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown cup component. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported that patient had revision of right hip due to dislocation. Doctor removed cup, liner, and head.